Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation other'), caesarean section ('caesarean section'), genital haemorrhage ('bleeding: general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy: complication') in a 32-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included scoliosis, hypothyroidism, multigravida and multiparous. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2016, nsaids from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 27 days after insertion of essure. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, caesarean section, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009. Plaintiff received treatment for perforation. Discrepancy noted : previously noted that essure device was successfully occluded and now plaintiff claiming that " she did not undergone essure confirmation test". Date of birth was (B)(6) 2016 (and not (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: urine pregnancy test negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, anxiety, pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs and medical records received: lot number, reporter information, patient medical history and concomitant drug, new events- "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression & mental anguish caesarean section, pregnancy(complication)" were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation other/ perforation(fallopian tube)'), genital haemorrhage ('bleeding: general abnormal bleeding'), pregnancy with contraceptive device ('pregnancy: complication') and caesarean section ('caesarean section') in a 32-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included scoliosis, hypothyroidism, multigravida and multiparous. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2016, nsaids from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 27 days after insertion of essure. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with bupropion, lithium, lurasidone hydrochloride (latuda), oxcarbazepine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, caesarean section, psychological trauma, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 plaintiff received treatment for perforation. Discrepancy noted : previously noted that essure device was successfully occluded and now plaintiff claiming that " she did not undergone essure confirmation test". Date of birth was (B)(6) 2016 (and not (B)(6) 2015) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: urine pregnancy test negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, anxiety, pelvic pain, fallopian tube perforation lot number:c22917 manufacture date:2014/02 expiration date:2017/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome was updated for the events: abnormal bleeding (vaginal, menorrhagia). Treatment drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation other'), caesarean section ('caesarean section'), genital haemorrhage ('bleeding: general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy: complication') in a 32-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included scoliosis, hypothyroidism, multigravida and multiparous. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2016, nsaids from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 27 days after insertion of essure. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, caesarean section, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 plaintiff received treatment for perforation. Discrepancy noted : previously noted that essure device was successfully occluded and now plaintiff claiming that " she did not undergone essure confirmation test". Date of birth was (B)(6) 2016 (and not (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: urine pregnancy test negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, anxiety, pelvic pain, fallopian tube perforation. Lot number:c22917, manufacture date:2014/02 ,expiration date:2017/02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation other/ perforation(fallopian tube)') and caesarean section ('caesarean section') in a 32-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included scoliosis, hypothyroidism, multigravida and multiparous. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2016, nsaids from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 27 days after insertion of essure. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: complication"). In (B)(6) 2016, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with bupropion, lithium, lurasidone hydrochloride (latuda), oxcarbazepine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, caesarean section, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 plaintiff received treatment for perforation. Discrepancy noted : previously noted that essure device was successfully occluded and now plaintiff claiming that " she did not undergone essure confirmation test". Date of birth was (B)(6) 2016 (and not (B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: urine pregnancy test negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, anxiety, pelvic pain, fallopian tube perforation lot number:c22917 manufacture date:2014/02, expiration date:2017/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events abnormal bleeding (vaginal) and menorrhagia was updated to recovered/resolved. Events of genital hemorrhage and pregnancy with contraceptive device downgraded to non-serious. Event of psych injury deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation other/ perforation(fallopian tube)') in a 32-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included scoliosis, hypothyroidism, multigravida and multiparous. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2015 to (B)(6) 2016, nsaids from (B)(6) 2015 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 27 days after insertion of essure. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: complication"). In (B)(6) 2016, the patient underwent caesarean section ("caesarean section"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with bupropion, lithium, lurasidone hydrochloride (latuda), oxcarbazepine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, caesarean section, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, anxiety, bladder disorder, caesarean section, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009 plaintiff received treatment for perforation. Discrepancy noted : previously noted that essure device was successfully occluded and now plaintiff claiming that " she did not undergone essure confirmation test". Date of birth was (B)(6) 2016 (and not (B)(6) 2015) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: urine pregnancy test negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, anxiety, pelvic pain, fallopian tube perforation lot number:c22917 manufacture date:2014/02/12, expiration date:2017/02/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation other'), genital haemorrhage ('bleeding: general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy: no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with bilateral salpingectomy and essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth, the child was healthy. The reporter considered abdominal pain, bladder disorder, fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009. Plaintiff received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: abdominal pain, bleeding: general abnormal bleeding, psych injury, pregnancy (no complication), device ineffective, fallopian tube perforation, bladder/urinary problems, were added. Outcome of pelvic pain, abdominal pain, bleeding: general abnormal bleeding, bladder/urinary problems were added. Essure insertion date was updated. Essure removal procedure was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.